Manufacturer narrative:
Technician found there was an obstruction in the latch mechanism. The obstruction was removed and the siderail is working correctly.

Event description:
Account stated that the left siderail would not latch on this bed.